Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the durapore silk tape causes her rash on her skin. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).